Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion and upgrade to a crtd system. It was noted that the patient had a significant past medical history including a previous sternotomy. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction to aid in lead removal. A spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath were used to begin the procedure, but stalled progress was met at the superior vena cava (svc)/right atrial (ra) junction. A 13f cook medical evolution rl device was then used to complete the extraction. A new rv lead was implanted and tested, and at that time the patient''s vital signs became unstable. A large right sided hemothorax was discovered under fluoroscopy. Rescue efforts began immediately, which included the patient being placed on pump and sternotomy. Two small tears in the mid-innominate region and an approximately 2 cm tear at the innominate/svc junction were discovered. These areas were repaired successfully and the patient survived the procedure. This report is being submitted because the glidelight laser sheath was in use in the areas of injury. There is no alleged malfunction of any spectranetics devices in use during the procedure.